Event description:
It was reported,"pt experienced slight pain which increased to heavy pain. X-rays showed that the implant was broken at tapered junction of t3 distal stem where proximal body joined."